Manufacturer narrative:
Age at time of event: (B)(6). Complainant name: hospital univ. (B)(6). Device evaluated by manufacturer: the complaint device was not available for evaluation, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same as MDR ID # 2134265-2013-03743 and 2134265-2013-03744. It was reported that during intravascular ultrasound, an automatic pullback button doesn't work. The physician used an ilab cart system 240v motor drive unit in conjunction with a bsc coronary imaging catheter and assy sled pullback single pack md5 to image an unspecified vessel. During the procedure, the motor drive unit's automatic pullback button would not work. They completed the procedure using the touch control panel automatic pullback. No patient complications were reported.